Event description:
On (B)(6) 2025, the user reported consistent low blood glucose (bg) events, with a lowest blood glucose (bg) recorded was 45 mg/dl and the highest was 205 mg/dl. The low bg was corrected with juice, and the high was corrected by resuming ilet dosing. The user, on a contact detach (cd) steel 6 mm 23 in infusion set and dexcom g7 sensor, completed a factory reset and supply change with agent guidance. Troubleshooting was required for sensor pairing and ilet setup, which was successfully completed. Additional training was scheduled, and education was provided on announcing meals prior to eating. No symptoms during event, outside assistance, or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.